Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not available.

Event description:
The patient complained about his right hip popping to the dr. The dr. Was then made aware that the patient had a dislocation of his right hip. The dr. Decided that a revision hip surgery was necessary. During the case, the dr. Removed the accolade tmzf plus 127° hip stem, the lfit anatomic v40 femoral head, and trident x3 0° insert. The head of the stem showed some considerable wear.

Manufacturer narrative:
An event reporting dislocation and altr involving an accolade stem and a metal head was reported. Disassociation was confirmed, altr was not confirmed. Method and results: device evaluation and results: visual, dimensional and functional inspection was not performed as no devices were returned. Medical records received and evaluation: a review of the medical records and x-ray by a clinical consultant indicated: cup malposition in absent anteversion has caused an overload condition in the arthroplasty bearing with progressive taper corrosion contributing to taper substance loss, loss of taper lock and finally a femoral head disassociation. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a clinical review concluded " cup malposition in absent anteversion has caused an overload condition in the arthroplasty bearing with progressive taper corrosion contributing to taper substance loss, loss of taper lock and finally a femoral head disassociation". The exact cause of the event however could not be determined because insufficient information was provided. Further information such as operative reports, lateral x-rays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
The patient complained about his right hip popping to the dr. The dr. Was then made aware that the patient had a dislocation of his right hip. The dr. Decided that a revision hip surgery was necessary. During the case, the dr. Removed the accolade tmzf plus 127° hip stem, the lfit anatomic v40 femoral head, and trident x3 0° insert. The head of the stem showed some considerable wear.